Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/11/2015 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised patient's mother to perform reset on device. The patient's mother did not report any injury or medical intervention.